Manufacturer narrative:
All three levels of bhcg qc were within the customer's established ranges prior to and on the day of the event. A routine system check was performed on (B)(6) 2011 which passed within instrument specifications. A field service engineer (fse) was dispatched: the fse performed troubleshooting and addressed multiple hardware issues. The fse replaced multiple parts, performed cleaning of some hardware components and performed alignments. The fse performed a special clean, carryover test and a high sensitivity system check; no issues were noted. Although fse addressed multiple hardware issues, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a higher than expected positive total bhcg (tbhcg) result, above the normal reference range, generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing produced lower positive results which better matched the patient's clinical presentation. The results were reported out of the lab. The effect, if any, to the patient is unknown.